Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found a separation 452mm from the hub. There were several kinks throughout the hypotube. A visual and tactile examination showed no signs of damage to the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x16 synergy ii drug-eluting stent was selected for use. However, it was noted that the shaft broke in half. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x16 synergy ii drug-eluting stent was selected for use. However, it was noted that the shaft broke in half. The procedure was completed with a different device. No patient complications were reported.